Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
Additional information was requested on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 and to date, no additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open right colectomy procedure, the surgeon said the device locks out easily and requires additional force and he does not feel the staples form adequately for the anastomosis. It is not known if he used suture. He stated the patient may have a leak. It is not known if the patient has had an additional procedure at this time but they have been held at the hospital additional days under observation. The device was discarded. There is no other information regarding the patient outcome at this time. Additional information has been requested.